Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had leakage at the balloon or near where it comes apart near the cuff. There was no patient injury.